Event description:
On (B)(6) 2024 a patient received a bipolar hip replacement. On an unknown date, the patient dislocated. On (B)(6) 2025, a revision surgery was performed and the components were replaced. The surgeon suggested that the reason for the dislocation was possible congenital acetabular dysplasia.